Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to vegetation on the leads. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.